Manufacturer narrative:
Manufacturer control no (B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that during an emergent intra-aortic balloon (iab) insertion in the cath lab, the fiberoptix sensor (fos) slide was inserted into the intra-aortic balloon pump; it was recognized and zeroed. After the iab was inserted via a sheath into the pt's femoral artery, the pump alarmed "weak fos signal" (or something similar) and there was no waveform present. As a result, the iab and sheath were removed as one unit. A second iab was prepped and inserted into the same insertion site without incident. There was no reported pt death or injury. Medical/surgical intervention was not required. The iab therapy was delayed/interrupted for the time it took to open and prep the second iab. There were no reported pt complications. The pt outcome is ok. Additional info received on 05/17/2011 from the sales representative stated the md removed the iab and the sheath as one unit. The second insertion was done using the same insertion site. The sales rep discussed the incident with a cath lab rn and the md wanted to use the fos. The md knew that the iab could have still been used for this pt however, he wanted to use the fos.